Event description:
During a procedure, the height of the IV pole, which held a one liter saline bag, was adjusted by the operator. The weight of the bag on the IV pole caused the upper pole to retract more quickly than usual. The operator's thumb was pressed between the upper pole fitting and the lower collar and sustained damage to the bone. The thumb was splinted in order to aid in the healing process.